Manufacturer narrative:
T:slim/x2: per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level ranging from 180 to 350 mg/dl. A bolus and insulin pens were used to address the high bg. The customer did not know what caused the high bg. Due to the amount of insulin delivered for the correction, the customer's bg dropped to 47 mg/dl. Juice was consumed to address the low bg. A pump system check was performed and no device issue was found. Tandem technical support advised the customer to discuss the high bg with a healthcare provider. The customer had no further questions.